Manufacturer narrative:
D6a: implant date is estimated to be in 2012.

Event description:
Additional information was received that the device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of backup operation was confirmed. The device was in backup conditions upon receipt with the battery voltage above elective replacement indicator (eri) level. Analysis of the device image determined the backup occurred due to a code corruption triggered by unknown source. The product code was reloaded to recover the device from backup operation and to perform further testing. After programming the device to nominal conditions, it was tested under electrical and mechanical conditions and the results indicated normal functionality. Additionally, the device was monitored under load for several days and interrogation results were normal. Despite extensive efforts, the backup condition could not be reproduced. A longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the device was observed to be in backup (bvvi) mode. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.